Manufacturer narrative:
Correction: please refer to h6 health impact code. The reported event could be confirmed during the inspection. The device inspection revealed the following: the identification of the returned screw could be confirmed based on the catalog # and lot # marked. The threads of the screw are worn out. The wear observed is a direct result of the insertion attempt and of the extraction following. Material loss on the threads of the screw head gives indication of unraveled material, confirming the reported event. Based on investigation, the root cause was attributed to a user related issue. Evidence of screw overtightening was observed, which should be avoided as it could damage the implant. As a reminder, the instructions for use clearly state that: "screws must not be over-tightened during insertion. Excessive overtightening will compromise the integrity of the screw head, resulting in possible screw breakage." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "variax t10 screw metal in locking part of the screw head tear off during insertion. The screw was not fully tightened at the moment this happened. No excessive forces were used."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "variax t10 screw metal in locking part of the screw head tear off during insertion. The screw was not fully tightened at the moment this happened. No excessive forces were used."